Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported having lost consciousness, and at the time a paramedic used the customer's freestyle blood glucose monitor and obtained a glucose result of 103 mg/dl. Customer was taken to a local hosp where exact diagnosis and treatment administered in order to stabilize customer is unk.